Manufacturer narrative:
No report of patient involvement. The date of manufacture was unavailable at the time of filing. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power supply board and both fuses were replaced to fix the reported issue.

Event description:
The hospital reported that, when unit was plugged in, it doesn't charge battery, and had blowing fuses. There was no reported patient involvement,